Manufacturer narrative:
This medwatch was submitted in regards to the heat exchanger side seam leak that was discovered during product return analysis. This leak was not reported by the customer. Upon receipt at medtronic's quality laboratory, visual inspection showed no outward signs of cracks or damage throughout device or ports. The device was cleaned and pressure integrity testing was performed at three liters/minute with 23 psig of back pressure for ten minutes. During the pressure integrity a leak was observed from the heat exchanger side seam bond. A visual blood path was also noted through the mandrel-heat exchanger bond. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on analysis and investigation, the leak was confirmed to originate from the heat exchanger side seam bond. A partial void may have formed during adhesive dispensing into the adhesive groove of the heat exchanger, allowing for acceptable pressure test results prior to distribution. Patient information was not provided because the side seam bond leak occurred during product return analysis and did not involve a patient. (B)(4).

Event description:
Medtronic received information that during the case, using this trillium coated affinity oxygenator, a leak occurred. The leak is likely a mandrel-heat exchanger bond leak, described as occurring at the junction of the reservoir and membrane oxygenator. The leak was sealed with bone wax and was not changed out. There were no adverse patient effects. Upon product return analysis, the device leaked from the heat exchanger side seam bond, this leak was not reported by the customer and medtronic first became aware of this type of leak during product return analysis.